Event description:
The centrifuge bowl blood leak occurred shortly into the treatment. The machine was stopped automatically,the pt lines were clamped and the vitals signs were checked. The pt was stable with minimal blood loss. There was no blood product contamination to the pt. The treatment was aborted and the MFR was notified. Our biomed retrieved the kit, product and packaging that was used. The machine was re-primed with a new kit and the pt was successfully treated without incident. The physician was notified.